Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2016, the patient was hospitalized for coronary angiography (cag) examination. On the following day, cag examination was performed and stenosis was observed in the proximal left anterior descending (lad) artery. Three weeks after cag examination, the patient was hospitalized for percutaneous coronary intervention (pci) procedure in the proximal lad. The next day, index procedure was performed. A 3.00 x 24 synergy¿ drug-eluting stent was placed in the 90% stenosed proximal lad resulting in 0% stenosis. One day post procedure, the patient was discharged since the progress was good. In (B)(6) 2017, when a follow-up cag examination was performed, 75-90% stenosis was observed in the proximal lad. In (B)(6) 2017, the patient was hospitalized for pci in the proximal lad. The following day, pci procedure was performed. A 3.5×12 mm non bsc stent was implanted in the left main trunk to the proximal lad resulting in 0% residual stenosis. One day post procedure, the patient was discharged since the progress was good.